Event description:
An assistant from a poison control center called to report that the customer ingested the test strips. No allegation of an adverse effect due to the ingestion of test strips. No brand name was provided for the ingested test strips.

Manufacturer narrative:
As per the contour and contour next test strips safety data sheet, the strips should not be ingested. However, per the toxicological section of the safety data sheet, consumption of strips would not have any adverse effects. If the strip is ingested, the safety data sheet advises the user to obtain medical attention. No patient information was provided. Therefore, no information was captured in patient initials, age, gender, and weight. No product information was provided. Therefore, no information was captured in brand name and model #, lot #, expiration date, and the device manufacture date could not be determined. Since the product name was not provided, the 510(k)# for the device first launched in us (i.e. Contour test strips) was captured.